Event description:
The user received a questionable total protein generation ii result for one patient plasma sample. They discovered the discrepancy because there were some normal patients that had abnormal bun and creatinine results on the morning run so they repeated all samples on the other analyzer. The initial result was 8.1 g/dl and was reported outside the laboratory. The sample was repeated on integra 800 serial number (B)(4) and the result was 5.9 g/dl. Integra 800 serial number (B)(4) was assumed to be correct because the result matched a previous result of 5.8 g/dl for the patient and because this analyzer did not have any mechanical problems. The user did not know if any treatment was given based on the initial result but said she assumed there was not because the reported value was normal and the actual value was low. No adverse events were reported. The total protein reagent lot number was 64301001. The field service representative determined there were intermittent fluidics failures on reagent transfer side. He replaced multiple valves, ribbon cables, z-motors, belts, and pcb boards. He also swapped two pcb boards. To verify the analyzer operation, he performed a code download and sample and reagent flow checks. The user ran quality control with results within range.

Manufacturer narrative:
The investigation could not determine the specific root cause. The issue was resolved by replacing various reagent fluidics parts. After these replacements, the instrument ran within specification. No adverse event was reported.